Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this implantable pacemaker suddenly reached end of life (eol) earlier than expected. The patient was in complete heart block (chb) so vvi pacing at 50 beats per minute (bpm) caused the patient to be short of breath and fatigue. Boston scientific technical services (ts) discussed possible scenarios that could have caused the event and recommended to have the device replaced as soon as possible. Additional information received indicated that this device was already explanted. No additional adverse patient effects were reported.